Event description:
The device was used during a esophagectomy. Reportedly, the instrumnt did not cut and the anvil did not tilt. The surgeon manually sutured to correct the condition. The hosp has reported no pt injury occurred.